Manufacturer narrative:
Section other # field is populated with the di number. Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm sc-2218-50. Sn: (B)(4), device evaluation indicated that the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that 5 cables were fractured at the bent/kinked location of the lead. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. The fractured cables resulted in the reported high impedance complaint. No cables were exposed at the fracture site. Sc-2218-50 sn: (B)(4), device evaluation indicated that the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that 4 cables were fractured at the bent/kinked location of the lead. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. The fractured cables resulted in the reported high impedance complaint. No cables were exposed at the fracture site.

Event description:
A report was received that the upon device analysis, the leads were found to be fractured.